Manufacturer narrative:
Follow-up # 1 date of submission 11/21/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation the keypad was found to be damaged; peeling was observed at the contrast button and the keypad was worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. A worn keypad has no effect on insulin delivery. During testing, all of the keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating that all the keypad buttons were delayed in response and required multiple presses to elicit a response. The patient noted a tear by the up arrow and down arrow keypad buttons and alleged that the tactile issues with the keypad buttons had occurred first. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.